Manufacturer narrative:
Results: the third jet7 was fractured at approximately 3.0 and 101.0 cm from its hub. The distal fractured portion was captured in a snare and reportedly took place on the back table post-procedure. The jet7 was ovalized on either end of its distal fracture. Conclusions: evaluation of the returned neuron maxs revealed kinks on their distal end. These kinks were likely a result of manipulating the devices within tortuous anatomy. These kinks likely contributed to the damage found on the returned jet7 devices. Evaluation of the first jet7 revealed ovalizations on its distal length. These damages are likely a result of retracting the jet7 against resistance. It is likely the kink found in the first neuron max contributed to the damage and resistance experienced when using the first jet7. Evaluation of the second jet7 revealed an undamaged device. This device was reportedly passed outside the sterile field; therefore, it was not used in the procedure. Evaluation of the third jet7 revealed a proximal and distal fracture. The jet7 was ovalized near its distal fracture. The distal damage was likely a result of forcefully retracting the device against resistance. This resistance was likely due to the kink on the second neuron max. The proximal fracture was likely incidental and may have occurred post-procedure as it was not identified in the complaint report. Evaluation of the first 3maxc revealed an ovalization on its distal end. These damages were likely a result of retrieval attempts for the fractured portion of the third jet7 used. Evaluation of the second 3maxc revealed no damage to the device. This 3maxc was likely the new one pulled to complete the procedure and there was no reported malfunction. Evaluation of the psr3d revealed no damage to the device and there was no reported malfunction. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01873; 3005168196-2018-01875; 3005168196-2018-01876.

Event description:
The patient was undergoing a thrombectomy procedure in the m1/m2 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max) and a penumbra system jet7 kit (kit). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician completed three passes using a neuron max, a penumbra system jet 7 reperfusion catheter (jet 7) and a penumbra system 3d revascularization device (psr3d). While removing the jet7, the physician experienced resistance and noticed that the neuron max and jet7 were kinked. Next, a second jet7 was opened but was accidentally handed off the sterile field during the case; therefore, it was not used with the patient. The physician then completed a single pass with aspiration only using a second neuron max and a new jet7. After that, the physician advanced a non-penumbra stent retriever through the third jet7. While attempting to pull the jet7 back, the physician experienced resistance and noticed that the tip of the jet7 was not moving. It was reported that the jet7 had fractured in two pieces and the neuron max was kinked. Therefore, the physician used a penumbra system 3max reperfusion catheter (3maxc) and a wire to stabilize the distal tip and pulled the jet7 and neuron max out of the patient¿s body. The procedure was completed using a new neuron max, 3maxc and a penumbra system jetd reperfusion catheter (jetd). There was no report of an adverse effect to the patient.